Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The sample is reported to be available but has not yet been received by the manufacturer. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced different incidences, which were associated with separate units, involving different patients. This is the first of two reports. Refer to 9611594-2026-00244 for the second report. The customer reported that a cortrak nj/ng feeding tube fractured unexpectedly after placement. Approximately 30cm of the tube remained in the patient, requiring additional intervention. Additional information was received on 02-apr-2026, cortrak nasogastric feeding tube was placed on (B)(6) 2026. The tube was removed on (B)(6) 2026, after difficulty flushing was encountered. The user noted resistance and ¿bouncy¿ feedback during flushing, followed by observation of liquid draining from the same nostril as the tube. Upon removal, the tube was found to be broken near the 60 cm mark. The tube had been used for continuous feeding, and the feeding pump alarmed when unable to deliver at the programmed rate. The tube had been flushed manually using water, and a history of sluggish/clogged performance was reported prior to the failure. The device was replaced. The patient was reported to be critically ill but stable with no change in status following the event.